Event description:
It was reported that the patient was admitted to the hospital with hypotension and distributive shock due to (B)(6). The system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary:the device was returned, analyzed and no anomalies found.